Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with resetting it. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reoccurred.